Manufacturer narrative:
As dealer was performing a routine service check, it was reported having noticed a crack forming in the material of the top plate of the elevator inner tube. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Because of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component has been installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Service provider reported during the course of performing service on the device, it was noted a crack had started to form in the top plate material for the elevator inner tube. The seating system remained secure to the device, no injuries were reported to have occurred.